Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two additional perclose prostyle devices with reported issues referenced are filed under separate medwatch report numbers.

Event description:
It was reported that bilateral suture placement in the right and left common femoral arteries (rcfa and lcfa) was attempted with five prostyle devices (two in the lcfa and three in the rcfa) using the pre-close technique via a 12f sheath in the lcfa and an 18f sheath in the rcfa prior to an endovascular aneurysm repair (evar) procedure. Reportedly, two prostyle devices were successfully pre-placed in the lcfa despite almost no blood flow from both marker lumens. A third prostyle device was successfully pre-placed at the rcfa. When attempting to place the fourth prostyle device, the device appeared to be protruding too far out of the vessel; however, was still deployed and the whole suture came out when the plunger was pulled. A fifth prostyle device was successfully placed in the rcfa by paying increased attention to the depth of the marker. The use of a 12f sheath and an 18f sheath was continued in the lcfa and rcfa, respectively, and the evar procedure was completed. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.